Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on march 2022 by the american journal of sports medicine titled ¿survival and risk factor analysis of arthroscopic ramp lesion repair during anterior cruciate ligament reconstruction.¿ the study reviewed 248 patients and identified acl/pcl instability with bioabsorbable interference screws and tenodesis screws in 5 patients during the 4-year follow-up period. 1 patient experienced an additional surgery. Ref: thaunat m, foissey c, ingale p, et al. Survival and risk factor analysis of arthroscopic ramp lesion repair during anterior cruciate ligament reconstruction. Am j sports med. Mar 2022;50(3):637-644. Doi:10.1177/03635465211068524.